Manufacturer narrative:
The event could not be confirmed. Radiographs were not received and the device remains in-situ. It is unknown if appropriate patient positioning and identification of anatomical landmarks was performed via palpation and/or fluoroscopy prior to advancement of instrumentation. A pre-operative CT scan identifying the ptosis was performed. It is not known if the practitioners were aware of the anatomical condition. No malfunction of specific device used in the surgery has been reported by the facility's users. Contraindications: "patients with physical or medical conditions that would prohibit beneficial surgical outcome." Labeling: "additional care should be taken at the lower levels of the lumbar spine due to the obstruction of anatomical structures, such as the iliac crest and iliac vessels, surgical access for the subject device at the levels may not be feasible." Remains in-situ.

Event description:
On (B)(6) 2015, a scoliosis patient underwent a lateral interbody fusion l1-l4. The patient was thin and constipated on the day of surgery. The patient was fine post-operatively but felt pain in the abdomen two days later. An open surgery was performed on (B)(6) 2015 and damage to the descending colon detected. The device remains in-situ. Review of the pre-operative CT image discovered that the descending colon was shifted backwards due to ptosis of the transverse colon. The patient is recovering.